Event description:
A pt had a cryoablation procedure about 1 year ago. They reported to the doctor with severe abdominal pain. The doctor found pt's cervix filled with blood. He performed a dnc. Pt apparently had stenosis of the cervix. Hemorrhage and collection of blood in the uterus is an indicated possible safety concern.